Event description:
Same case as: 6000093-2007-00017, 6000093-2007-00019. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The right coronary artery (rca) was relatively large, dominant vessel. The proximal right and mid segment were diffusely diseased with tandem lesions. The high-grade lesion was 95% at the area between the mid and distal rca. The mid segment showed a 75% to 80% lesion and the proximal segment showed tubular 60%-70% lesions. Access was gained through the right femoral artery. Integrilin was given using double bolus. Angiography was performed. The distal portion of the lesion was predilated with a 2.5x15 mm maverick balloon, inflated to 6 atm for 16 seconds. Two 2.75x32 mm taxus express2 drug eluting stents were placed. A 2.75x 20 taxus express2 drug eluting stent was unable to cross the mid lesion and was removed. The proximal segment was stented using a 3.00x16 mm taxus express2 drug eluting stent. A 3.0x15 mm quantum maverick balloon was used to post dilate the 3 stents, 5 inflations were made up to 18 atm for 12-28 seconds. The final angiography showed excellent results. Medications used: sublimaze, valium, benadryl, integrilin, heparin, and nitroglycerin. Two days following the original stent placement, the patient was brought back to the cath lab due to an acute inferior mi. An in-stent thrombosis, in the rca, was diagnosed through angiography. A 2.5x12 quantum maverick was placed in the proximal rca and inflated to 4-12 atm for 6-28 seconds. A 2.25x11 mm non-boston scientific balloon was placed in the distal stent and inflated to 4-12 atm for 4-14 seconds. The patient had a v-fib tachycardia, which was successfully defibrillated with 200 joules to a sinus rhythm. A 3.00x8 mm taxus express2 drug eluting stent was placed distally to the distal most stent. Post dilatations were made with a 3.25x12 mm and 3.5x12 mm quantum maverick balloons. No additional patient complications were reported. Patient tolerated the procedure well and was reported in "good condition."

Manufacturer narrative:
The cause of the difficulties stated in the complaint could not be determined. The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.